Manufacturer narrative:
A ts representative requested that a save memory to disk be performed and sent in for further evaluation. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
A save memory to disk was performed and sent in for analysis.

Manufacturer narrative:
A ts representative discussed that after review of the data, the estimated remaining longevity was calculated to be 2.5 years. This aligned with the estimated remaining longevity within the device's memory. In addition, the battery status shows approximately 30% of capacity remaining, which also matches with the estimated remaining longevity. All measurements appeared to be stable and there is 100% pacing in the ventricle. It was discussed that any changes in measurements can result in the device using more battery current which then results in changes in the estimated remaining longevity. At this time, this device remains implanted and in service. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that during a normal follow up, this implantable pacemaker displayed the estimated longevity remaining as being 2.5 years. However, the estimated longevity remaining at the last follow up a year ago was more than 5 years. All lead measurements and the pacing rate had only changes slightly between the two follow ups. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted to technical assistance.